Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operation check, the right atrial lead exhibited low p-wave which were being undersensed. Programming changes were made. The patient was stable before, during, and after the intervention.